Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that during a lead check post procedure loss of capture due to lead dislodgement was observed. Insulation damage was also noted at the time of lead revision. The lead was explanted and replaced. The patient was stable post procedure and monitoring will continue.